Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012 the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was giving her inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified time on (B)(6) 2012, the patient reported a blood glucose result of "190mg/dl" with the subject meter and a reading of "76mg/dl" on an onetouch ultrasmart meter, performed greater than 30 minutes of each other. It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. Thirty minutes after the alleged issue occurred, the reporter claimed that the patient developed symptoms of feeling "shaky" and self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.